Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced a hypoglycemia episode after announcing a breakfast early and delaying the meal, with alerts for low and urgent low glucose and treatment with oral carbohydrates. Symptoms included hypoglycemia with a nadir of 39 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to accidental meal announcement and improper meal timing, with the relevant device component being the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error contributed to the event.